Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, at the start when the surgeon introduced a clamp and began carbon dioxide, the device had a damaged seal and there was an air or gas leaked from the seal. The surgeon changed the device for another one to complete the case. There was no patient injury.